Event description:
Customer reported a 45 year old female staff member was prepping the patient for a vein ablation. They put on the same nitrile gloves they've been using for years and within a minute of having the gloves on, their palms began to itch. They removed the gloves and washed their hands, then shortly afterwards their hands started turning red and swelling. Around 3 minutes later, their chest started to get a rash. 5 minutes in, their tongue and throat began to swell to the point that they were unable to swallow. The staff member was taken to the emergency room at piedmont fayette, where the emergency department administered two rounds of epi, and they received benadryl via IV fluids. They were monitored in the emergency department for 4-5 hours and was subsequently discharged and was sent home with prednisone 20mg to be taken for 1 week. The staff member advised they are 95% sure that the product that caused the adverse reaction was flexal glove nitrile from cardinal health. They additionally stated that their facility is latex free and there are no latex products on site.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Manufacturer narrative:
A supplemental report is being filed following the submission of the initial MDR report since the investigation is available. A sample was received for investigation. Based on the supplier¿s investigation, donning testing for 4 hours on the samples received and on retained samples, showed there was no skin allergy problem. The device history record (DHR) review for reported lot number showed the product was inspected and released in compliance with all requirements. Therefore, the root cause could not be determined. Cardinal health will continue to monitor and trend all similar reported product related issues.